Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021 customer alleged pump gave unexpected insulin flow block alarms. P-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case. Pump successfully downloaded traces and history file using thump. Unit passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected insulin flow blocked alarms noted during testing. However, no delivery alarms noted in the pump history files on (B)(6) 2021 at 8:08am, 8:10am, 8:15am, 8:18am, 8:26am 8:33am and 8:43am during basal. In addition, pump error 43 confirmed in the pump history on (B)(6) 2020 at 9:14am. Moisture damage noted in motor home switch. Force sensor was measured and is within spec (25.9mv at zero offset). In summary, customer allegation for unexpected insulin flow bock alarms was not confirmed during testing however no delivery alarms noted in the pump history on (B)(6) 2021 during basal. In addition, pump error 43 noted in the pump history due on (B)(6) 2020 at 9:14am to moisture damage in motor home switch. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had an insulin flow blocked alarm. No harm requiring medical intervention was reported. The device will be returned for analysis.